Event description:
It was reported that a patient underwent a mitral valve replacement procedure on (B)(6) 2012 and suture was used. The needle pulled off the suture when knotting the suture at the valve ring. The surgeon used an endoscopic camera and made an incision in the great vessel to locate the needle. The needle was removed from the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample returned for evaluation is composed by 1 needle still swaged to a part of thread and a detached needle. The visual inspection of the swaging area does not reveal any defect. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for needle pull tensile strength test and the devices met performance specifications.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.